Manufacturer narrative:
The malfunction was found during regularly scheduled testing, there was no patient involvement. At time of testing the hour meter read - 38,600 and now reads -31,473 (on (B)(6) 2013). This was a software design issue that was resolved with millennium ventilator v1.7 versions pre v1.7 were assigned numbers ranging from positive to negative. When the maximum positive number was reached (32,767 hours of use) the negative sign would illuminate and the numbers started going backward. Once the negative number reaches "0" the positive number will appear and the number will start counting forward again. The ventilator had last received a six-month service on (B)(4) 2013. The software version of this ventilator is v1.6, the ventilator is located at: (B)(6) hospital. The issue was found by (B)(6), biomedical technician. (B)(6) may be reached at (B)(6).

Event description:
The hour meter is counting backward with a negative sign in front of the hours.